Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No blank display, missing segment, lines or display anomaly noted. However, the pump alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 150mg/dl at the time of incident. The product will be returned.